Event description:
It was reported that during implant procedure, low pacing lead impedance, high capture threshold and unusual morphology of r-wave sensing were observed on the right ventricular (rv) lead. The issues occurred in multiple sites of the ventricle. The lead was not implanted and was replaced successfully. The patient¿s condition was stable.